Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was a power on reset (por). The patient was at the doctor's office on (B)(6) 2016 and he was adamant that it was her antenna and she needed to call and order a new one. The patient had issues with bowel movements ever since the por issue. The implantable neurostimulator (ins) was poking at the skin and it hurt. The event date was estimated as the poking issue began in (B)(6) 2015. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.